Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call hospitalization. Customer's blood glucose level was 200 mg/dl. Customer's spouse was advised by a professional to change some of their insulin pump settings. Customer's spouse was assisted with setting up a temporary basal. Customer was advised to call back if any further help was needed.